Event description:
The following info was provided by the reporter of the event: "when pt was turned from the supine position to the prone position the clamp "popped" resulting in a laceration of the scalp". The laceration was three inches in length and located at the left upper side of the scalp.